Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. There was no patient harm. During inspection by our field service engineers, it was found that the compressor's motor was defective. The problem has been resolved by replacing the defective motor. If the compressor turns off during ventilation, the compressor would generate low pressure alarm, and the connected ventilator would also generate alarms. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. As the defective motor is not returned for further investigations, the root cause for the motor not starting could not be determined.

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer ref.#: (B)(4).